Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had an ECG cable error during opcheck. There was no patient involvement.